Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24-oct-2011. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Healthcare professional reported a right side rupture as well as a palpable lump reported on ultrasound. Additionally reported exchange of textured implants. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5, d.6b, d.8., d.9, h.3, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified fold creases, wear/abrasion, one curved opening and yellow particles were found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one striated opening. Based on the device analysis the final assessment is: one striated opening in the side radius assessed as surgical damage. Additional, changed, and/or corrected data: h.3, h.6.